Manufacturer narrative:
The device history records are being reviewed. The sample has been returned and is being evaluated. The investigation is currently underway.

Event description:
It was reported that the endovascular stent graft jumped beyond the target lesion site during deployment and had to be explanted. Reportedly, the stent graft was advanced to the treatment site of the venous anastomosis of a loop graft in the basilic vein and during deployment, the stent graft jumped into the basilic vein beyond the lesion target site. Although there was no risk of device migration, the stent graft was "free floating" in the vein and it was decided the stent graft should be explanted. The procedure was aborted and the patient was taken to surgery the same day. The stent graft was removed and another endovascular stent graft was implanted without incident. The patient tolerated the procedure and is reported to be doing well.